Event description:
Same patient as 3008110587-2014-00003. Study (B)(6): the patient's catheter clotted after a week of use. The outpatient facility called that the catheter was not working on (B)(6) 2014. Patient was placed on schedule for removal and replacement. It was felt that the reason for the catheter not working was a fibrin sheath had developed. A lot of fibrin was observed at the tip. The catheter was exchanged with another nexsite catheter on (B)(6) 2014. No patient complications were reported and the patient is stable at this time.

Manufacturer narrative:
It was indicated that the device would not be returned for evaluation; therefore, an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirms that the lot met the specification requirements. No deviations that could affect product quality were found. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.